Event description:
The surgeon implanted a delta chamber in 2003. It was explanted in 2003 because the pt had symptoms of over drainage, which he thought were due to the chamber's function. When explanting the product a leakage in the membrane area could be observed. The surgeon reportedly suspects valve performance as the cause of the over drainage.